Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device at the user facility, the user felt that the subject device was stuck at 50cm from the distal end of the subject device while withdrawing it from the patient. Then the user withdrew the subject device from the patient forcibly, the user felt that the bending section cover of the subject device was torn at 30cm from the distal end of the subject device. After the withdrawing it out, the user checked the subject device and it was found that the bending section cover had been torn and the insertion section had been scratched. The user facility completed the procedure using the subject device. The physician stated that no factor could be found from the endoscopic image of the subject procedure. There was no report of patient injury such as pain or bleeding associated with this event. The user facility did not provide other detailed information

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on october 9, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.